Event description:
It was reported that the patient presented in-office because of a low hvli reading. Low impedance was observed on rv-coil to can. Lead remains implanted. Patient to be followed-up in (B)(6) 2013.

Manufacturer narrative:
External insulation abrasion was found at 16.8-21.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
New information stated that patient presented for lead revision. Pocket was opened and externalized conductors were noted. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.